Event description:
The report received from the affiliate states that when the physician took the product out of the package, the stent was dislodged from the palmaz blue stent delivery system (sds). There was no damaged noted to the inner or outer packaging. The device was stored correctly. There was no mishandling of the device. No other anomalies were noted. The physician changed to another device and successfully completed the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the affiliate states that when the physician took the product out of the package, the stent was already dislodged from the palmaz blue stent delivery system (sds). There was no damaged noted to the inner or outer packaging. The device was stored correctly. There was no mishandling of the device. No other anomalies were noted. The physician changed to another device and successfully completed the procedure. There was no reported injury to the patient. One non-sterile palmaz blue on aviator plus, 5 mm diameter, 50 mm length, on 142 cm catheter was received coiled inside a plastic bag. The stent was received expanded in a separate bag; it appears as if the balloon had been previously inflated and deflated. No other anomalies were noted along the device. Crimping marks were noted in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent/ dislodged-dislodged-prior to use was not confirmed since the stent was received expanded in a separated bag and also because the balloon was previously inflated and deflated and crimping marks were noted in the balloon. The exact cause of the failure reported by the customer could not be conclusively determined. Neither the DHR review nor the product analysis suggests that issues are related to the manufacturing process of the unit. With the information available it is not possible to draw a clinical conclusion between the device and the event.